Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: full UDI currently unavailable since the exact serial number of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old hispanic female patient underwent a primary breast augmentation with a 560cc mentor smooth round high profile saline breast prosthesis and experienced capsular contracture (baker grade unknown) and deflation on an unknown side post-operatively, which was diagnosed with a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient reported two device serial numbers, however, it is unknown which serial number belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On june 21, 2025, the evaluation for the device was completed.device evaluation summary:visual analysis of the returned device revealed that no damage or anomalies were observed on the sm hps dv 560cc breast implant.leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis.the event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On june 03, 2025, mentor received additional information reporting that the patient's explantation date was on may 12, 2025. On june 11, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 07, 2025, mentor received additional information regarding the event. It was reported that the patient had actually experienced the reported adverse event bilaterally. This device information on this report will be updated to reflect the impacted device (left side) with serial number (B)(6). It was reported that the patient also experienced breast pain. It was reported that the patient was to undergo device explantation on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).